Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'ec 322' was reproduced. A review of the event history log (ehl) revealed occurrences of 'ec 322' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed lower hook switch. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.